Manufacturer narrative:
Concomitant medical products: d334trg ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead remains in use. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the left ventricular (lv) lead had high threshold, and that the device had accelerated battery depletion. The lv lead remains in use and the device was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.